Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that the reported fault was no reproduced. The system was verified and ready to use.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report universal surgical manipulator (usm)2 froze. Site moved the instrument to another usm to proceed with case. The procedure was completed with no reported injury.